Event description:
It was reported that a revision was performed due to loosening.

Manufacturer narrative:
The affected devices were returned and evaluated. A visual inspection was performed by the research and development team which indicated cement and bone on the grit-blasted surfaces of the femoral component. Burnishing was noted on the tibia base, which is an indication of motion between the tibia base and the tibia. Deformation on the posterior side of the post was noted, which is indicative of normal wear on the poly insert. Wear and scratches were noted on the articulating surfaces of the femoral component and the insert; burnishing was also noted on the insert. The reason for the loosening of the tibia base could not be determined from the information provided. It was noted that there was no cement adhesion to the tibia base. No manufacturing deviations were found during this investigation. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.